Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this heater door issue per 21 cfr 806 on 22-oct-2024. The FDA recall number is z-0047-2025 & z-0048-2025. Customers were sent a letter explaining the issue and instructions for inspecting, installing, and tightening the screw that secures the heater door. Gehc will replace all affected units. Block a: no report of patient involvement. Legal manufacturer: hcs research park, 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
This unit was identified as having an issue with the heater door that indicates it may be impacted by the issue being addressed as part of correction and removal initiated by ge healthcare (gehc) on 22-oct-2024 (z-0047-2025 & z-0048-2025). There was no patient involvement.